Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye and magnification noted a cut/hole in the bag. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing revealed a leak at the location of the cut/hole in bag. The reported condition was verified. The cause of the cut/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from an unspecified location of a continuous ambulatory peritoneal dialysis disconnect y-set. This occurred during drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.